Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken output connector. It was noted that the mother board should be replaced for preventive maintenance and that a cable assembly should also be replaced. The generator will be calibrated and functionally tested. If information is provided in the future, a supplemental report will be issued.